Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between transmitter and both receiver and smart phone that occurred on (B)(6) 2016. Patient was instructed to perform a reset on the receiver. Patient was then advised to make sure no extra bluetooth devices are connected, no extra background apps are running, and then uninstall and reinstall the g5 app and re-pair the transmitter. No additional patient or event information is available. The receiver data log was reviewed. The complaint of loss of connection was not confirmed. A root cause could not be determined.